Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of healing at the site of the burr hole cover (bhc). The patient underwent a revision procedure where the burr hole cover incision was opened, and the lead was removed from the brain. The distal end of the lead was then cut, leaving a remaining lead fragment still connected to the extension. The burr hole cover was also explanted. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 36076120, UDI: (B)(4).